Manufacturer narrative:
The operator contacted the siemens customer care center (ccc). The ccc specialist reviewed the instrument data and determined that the vision system was disabled. The ccc specialist informed the operator that the vision system was disabled. The operator had disabled the vision system while performing troubleshooting prior to the event and had not turned it back on. Once the ccc specialist informed them the vision system was still disabled, the operator enabled it. The cause of the aptio automation system routing a sample tube with the incorrect sample type for chemistry assays to a chemistry analyzer was the disabled vision system. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The operator of an aptio automation system stated that a blue-topped patient sample tube which had an incorrect label was routed to an analyzer for chemistry assays even though blue-topped sample tubes are not used for chemistry assays. The sample tube was tested for chemistry assays and results were generated. The customer stated that the results were unbelievable and were not reported to physician(s). The laboratory had another sample tube of the correct sample type available for testing. There are no reports of patient intervention or adverse health consequences due to the incorrect sample tube being tested.